Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the aspiration could not be performed during a cataract procedure. It was unknown whether the occurrence time was during ultrasound or irrigation/aspiration. The product was replaced with another one and the procedure was completed. There was no harm to the patient. This product was used twice, including this procedure. No additional information is expected.

Manufacturer narrative:
The lot complaint history was reviewed, this is the fifth complaint for the finish goods lot; however, the first for this issue for this lot. The device history record shows the product was released per specifications. The customer acknowledged the product was re-used ("used twice"). The directions for use (dfu) for this product states alcon assumes no responsibility for complications that may arise as a result of the reuse or improper usage of any part of the pack. Potential risk from reuse of the device can result in reduced fluidics performance. The root cause of the reported event can be attributed to the customer reusing the single-use device. The customer acknowledged the cassette was reused beyond it's validated use. No action will be taken for this occurrence, as the root cause is related to customer reuse of the product. The manufacturer internal reference number is: (B)(4).